Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter got stuck in a patient's nose and had to be removed. The catheter was cut, pushed through the patient's nose and pulled out of mouth with forceps. The ear, nose and throat specialist took a scope to look in patient's nose prior to pulling device out and after removal. The catheter was damaged.